Event description:
While in the room with the patient, systolic blood pressure dropped by 40 points and waveform dampened. Upon examining arterial line, the nurse noticed blood was squirting from a crack in the t-connector. Pressure applied with finger to crack and additional nurse called in. The registered nurse (rn) taped the crack and called both providers to the scene. They confirmed that the t-connector was cracked and while they changed the dressing, the t-connector broke off completely. The nurse changed the hummi t-connector and dressing with the supervision of the fellow and nurse practitioner (np). Minimal blood was lost, estimated 3-5ml by the fellow. Upon reporting this to the intensive care unit (ICU) team, the nurse was told that this also happened last week to patient.